Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5072970 that pericardial effusion occurred. The target lesion was located in a coronary artery. A 182cm choice¿ pt guide wire crossed the lesion and an unspecified stent was deployed. However, when the guide wire was removed, it got caught on the deployed stent and the deployed stent was removed from the patient. The patient developed a pericardial effusion requiring a pericardiocentesis. No further patient complications were reported and the patient was discharged home in good condition.